Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that he had experienced this issue repeatedly. The customer's blood glucose was 469 mg/dl. He did not observe any symptoms of high blood glucose but did not feel okay to troubleshoot the issue. He requested replacement of the insulin pump and infusion sets. The customer agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.